Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 540 mg/dl. Customer stated insulin pump's battery died or went out during the night and when she woke up her blood glucose was high, and when she checked her sugar it did not transfer to the insulin pump. Customer declined to troubleshoot or further assistance. The insulin pump will not be returned for analysis.